Manufacturer narrative:
It was reported that the monitor stopped working but did not display an error message. The nurses were not aware of this situation so they were charting the same number for co, sv, svv, ect. Repeatedly the entire night. Morning shift nurse noted the problem, and attempted to re-zeroed the flotrac. The device would not zero and the monitor display turned gray. Trouble shooting included clearing/flushing the line, leveling the transducer and swapping out the cable. Flotrac was changed out without resolution of problem. It was discovered that the ethernet cable was not secured. The ev1000 monitor was swapped out (using the same sensor and cable) and the problem was resolved. Also per (B)(6), she believes that they were pushing too many buttons causing the monitor to freeze. Without return of the ev1000 it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that the monitor stopped working but did not display a fault/alert message. When the nurse tried to re-zero the system the monitor turned grey. The nurse swapped out the cable and sensor but it still does not work, however she then swapped monitor and everything worked. No patient injury was reported.